Manufacturer narrative:
Device return evaluation was completed. The customer complaint was confirmed. Device inspection found leakage in the curve rubber bending section due to holes. Service repair noted due to holes, watertightness is not maintained. In addition, during evaluation, e216 (scope communication error) was observed. An electrical continuity error occurred due to water invasion causing temporary loss of image. Furthermore, the following findings during inspection were noted on the device: the curved pipe blade is broken due to external factors. The curved rubber adhesive is missing. The bending angle is insufficient due to the elongation of the angle wire. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of air leak in a-rubber (bending section). The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found device exhibited an error e216 (scope communication error) , electrical continuity error due to water invasion, temporary image loss. This report is being submitted for error e216 scope communication error observed on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the communication error occurred due to the defect of the image sensor unit, failure of the internal board of the video connector, or the system. However, the root cause could not be determined. This supplemental report includes information added to event. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.

Event description:
The following additional information was received: it was confirmed that the reported issue did not result in an adverse event. All other requested information regarding the reported event is unknown.